Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and the final investigation results. Corrected field: d1, d3, d4, g1, g2 the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle could not lock. The issue occurred during a diagnostic endobronchial ultrasound fibroscopy. There were no reports of patient harm.